Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ureteroscope's distal tip was bent and damaged with a sharp edge. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
The intended procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected field: b5 (type of procedure inadvertently missed), d1, and d4 (model and UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical damage observed on the device resulted from improper handling of the device. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." (Page 4); "pay close attention to the care, cleaning, disinfection, and sterilization instructions in this manual. Any deviation can cause damage." (Page5)" olympus will continue to monitor field performance for this device.